Event description:
It was reported that the balloon ruptured. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured during multiple dilatations. There is a possibility of balloon rupture with damage on the balloon surface due to repeated removal and insertion through the calcified lesion. The procedure was completed with a different device. There were no patient complications.